Manufacturer narrative:
We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to a leakage occurred in the ccd module. In addition, we confirmed that the lcb broken, the lcb insertion tube worn out, the air/water nozzle looseness, the cfb insertion tube worn out, the suction channel buckle, the ccd drive board water damage, the angle wire hard to move, the objective lens scratches, the u/d pulley wire water damage, the r/l pulley wire water damage, the segment water damage, the control knob axis corrosion, and the pve connector water damage; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).